Event description:
It was reported that during the procedure in the non-tortuous proximal left anterior descending coronary artery, a 2.75x15 xience v stent was implanted in a lesion. An hour post-procedure, due to angina and elevated blood pressure, a 2.5x18 xience v rx stent delivery system was advanced over a pilot 50 guide wire toward the moderately calcified lesion, but resistance was met between the two stents during advancement. A bmw universal guide wire was introduced to assist in crossing, but the 2.5x18 was unable to cross through the 2.75x15 stent, and the 2.5x18 stent was withdrawn with resistance. A thrombus was angiographically detected in the previously implanted 2.75x15 stent. A thrombectomy was performed successfully using a non-abbott thrombectomy device and a non-abbott extraction catheter. The 2.5x18 xience stent delivery system was re-inserted, but during advancement resistance was felt and the shaft separated at the proximal hub. The 2.5x18 xience was withdrawn with resistance from the anatomy and a 2.5x18 vision stent was used to treat the target lesion. There were no patient sequelae and there was not a clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. It should be noted that the instructions for use (IFU), xience v states: place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Also, the IFU states: should any resistance be felt at any time during coronary stent system withdrawal, the stent delivery system and guiding catheter should be removed as a single unit. The IFU also states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. A review of the lot history record revealed no non-conformances. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pilot 50, bmw universal. Stent: 2.75x15 rx xience. The 2.75 x 15 rx xience v stent is being filed under a separate manufacturer report number. (B)(4) - re-insertion and distal to stent. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.